Manufacturer narrative:
G4:24may2021. B4:21jun2021. A quote was provided to the customer for onsite assistance. The quotation was not accepted and was canceled. The service order was closed with no further repair actions provided by philips. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
The field service engineer replaced the front bezel with navigation ring to resolve the reported issue. The device passed required performance verification tests per philips standards. Similar investigation have shown the root cause of navigation-ring failures has been determined to be due to liquid ingress

Event description:
It was reported to philips that the navigation ring on the device was not working/can't control. The device was not in clinical or patient use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.